Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 25-mar-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus service operation repair center (sorc) for the evaluation. The exact cause of the reported event could not be conclusively determined. However, based on the information that this clh-2 was manufactured over 15 years ago, omsc assumed that the reported event was caused by the deterioration of lamp socket due to long-term use. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the light from a halogen light source clh-2 was unstable. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that the lamp socket was deteriorated. There was no report of patient injury associated with this event.